Event description:
The surgeon performed the bravo capsule procedure per the stated recommendations from the manufacturer. The surgeon used the egd scope to check the capsule placement. The capsule disengaged(deployed) but did not attach to the esophagus wall. The surgeon removed the capsule without incident.